Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left total knee arthroplasty and subsequently experiences instability going down stairs. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The reported event cannot be confirmed. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total knee arthroplasty and subsequently experiences instability going down stairs. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated.